Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump's downstream occlusion (dso) seal was lifting. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was able to duplicate the customer's reported problem. The printed wire assembly (pwa) board could also be seen not meeting required specification. The investigation determined that the cause of the reported issue was the dso sensor, and the dso sensor was replaced. The pwa board was also replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had an inoperable downstream occlusion (dso) error in addition to cassette issues. Per reporter, this event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.